Manufacturer narrative:
(B)(4). The complaint file was reviewed for closure and assessed for reportability. The home patient's (hp) report of needing assistance was received and addressed by global technical services. The reported condition was resolved over the phone by the technical service representative (tsr) assisting to end therapy and start over with new supplies. Product surveillance followed up with a phone call; the hp stated they started over with new supplies. The hp has continued therapy no injury or medical intervention was reported as a result of this incident. This complaint is for a patient having air in the patient line. The patient stated they did not check the patient line before starting the drain and there was air in the line. Hence it is unknown if the line was adequately primed. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A home patient (hp) contacted global technical services regarding needing assistance restarting setup on the home choice (hc) unit during initial drain (I-drain). The hp stated they did not check the patient line before starting the drain and there was air in the line. The technical service representative (tsr) assisted the hp with ending therapy and starting over with all new supplies. Product surveillance contacted the hp on (B)(6) 2010 regarding the reported problem. The hp stated they started over with new supplies. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.